Event description:
On (B)(6) 2013, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Prior to the tag implantation, the physician performed a debranching procedure of the brachiocephalic trunk, left common carotid artery and left subclavian artery. The tag device was implanted in the ascending aorta. The pt developed paraplegia post procedure. The physician believes that an intercostal artery may have been covered by tag device. As of (B)(6), the pt's condition was improving.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.